Event description:
Erroneous sodium and potassium results were generated on patient samples. Approximately 20 samples were involved. Midway through the patient run, the ises began running very low. He provided results for two patient samples, repeats performed using different ise module on same core analyzer: patient 1, original sodium result 108, repeat 141 meq/l; original potassium result 3.2, repeat 4.2 meq/l. Patient 2, original sodium result 112, repeat 147 meq/l; original potassium result 2.9 meq/l, repeat 3.7 meq/l. All original results were accompanied by data flags, user manually repeated the samples immediately following the first run. Original results were not reported. Electrode lot numbers were not provided. The field service representative found a clot in the flow path from clotted samples causing fluidics failure. He bleached the flow path and verified instrument operated within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.